Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the threads on the battery cap were stripped and that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the battery cap threads were found to be stripped and the cap was unable to secure to the original pump or a test pump. The battery cap contact height and width measurements were found to be within specification. A test cap was used and able to fit to the original pump for testing. The battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal. A leak test was performed and a leak was identified at the battery compartment crack. Unrelated to the original complaint, moisture was observed in the battery compartment. The pump cover was opened and moisture was found on the battery canister.